Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's mother reported via phone call that there are air bubbles in the insulin pump's reservoir. The patient's blood glucose at the time of incident is unknown, but that the patient's levels then to run into the high 200s and low 300s when the reservoir starts getting low. The patient's mother is concerned about high blood glucose levels when the reservoir depletes, and that the air bubbles may be blocking insulin delivery. She stated that she does not believe it is a pump issue, and that the bubbles are very small and they only appear toward the end of the reservoir. The customer's mother stated that she will talk to the health care provider and then call back if the air bubble issue persist. No products were returned or shipped.